Event description:
One week after this patient's lumbar spine MRI exam, the patient notified the MRI facility via website email that he sustained what appeared to be burns at the base of his right thumb and at the lateral aspect of his right hip/buttock. He reported he noted redness on his thumb after his scan while changing into his clothing and that the redness appeared to become more intense and sore after he had left the imaging facility. The following morning he noticed a small blister on the lateral aspect of his right thumb as well as a blister on his right lateral hip/buttock area. The patient reported the blisters popped the following day and he self-treated with otc antibiotic ointment. Upon notification on (B)(6) 2016 the MRI facility referred the patient to his primary care physician for evaluation. The MRI dept medical director notified the patient's doctor who examined the patient on (B)(6) 2016. The patient's doctor reported healing areas of what appeared to be thermal burns measuring approximately 4mm at the base of the thumb, and approximately 1.5 cm x 0.5 cm on the lateral right hip/buttock. The patient incidentally reported a prior history of a surgically implanted metal pin in his right thumb and was concerned about internal damage to the pin. Upon questioning the patient stated he was wearing two facility-provided gowns during his MRI scan and he did not feel he had skin to skin contact during his scan. The performing technologist recalls padding the patient between his arms and the bore of the scanner, but states she did not provide padding between his arms and torso. The MRI dept safety officer and MRI medical director conclude this injury was most likely caused by skin to skin contact and/or inadequate insulation/padding between the patient's arms and torso resulting in an electrically conductive large caliber body loop. (Thumb touching the side of his hip/buttock). Remedial MRI safety education was subsequently provided for all MRI technologists at the imaging facility. The attending radiologist followed up with a phone call to the patient on (B)(6) 2016 who reported continued healing but remained concerned about the integrity of his metal pin. He was advised to see a plastic surgeon for soft tissue assessment. The patient reported complete healing to his pcp on (B)(6) 2016 but requested a referral to his orthopedic surgeon to be certain there was no permanent damage to thumb. The patient has an appointment scheduled to see his orthopedic doctor next month.

Event description:
Add'l info received from reporter on 04/27/2016: this report is a correction to a previously filed report. (Pt ID: (B)(6), filed on (B)(6) 2016 by (B)(6), health professional, regarding a serious injury involving the use of a ge MRI scanner, sigma hdxt 1.5t.) This report is intended to correct a specific items: the correct MRI scanner serial number, the correct unique identifier (UDI) for that device, and the correct pt weight.